Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: in the reoperation, where was the site of the bleeding? Final staple line. Closest to fundus. Large clot had formed and when it was removed surgically the vessel was pumping per surgeon. He utilized a clip applied to control it. How was the bleeding identified? Patient was anemic and felt light headed. What was the quantity of blood loss? Unknown. Was a transfusion required? Yes. Two units. What is the current patient status? Per surgeon the patient is out of he hospital and feeling better. Intraoperative video provided. During the video bleeding is observed and a clip is placed over the tissue to control the bleeding. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon performed the initial case on (B)(6) with no issues with the stapler or reloads. He contacted me on (B)(6) to inform me that he had to return this patient to the operating room to resolve a bleeding issue. On (B)(6), he provided me with a short video where he appeared to clip a vessel to achieve hemostasis. This video was from the (B)(6) case. It is unknown at this time exactly which area was bleeding. I have limited information at this time but I know during the re-operation, he utilized a clip applier to control bleeding.